Event description:
Received information stating customer received multiple occlusion alarms. Customer's blood glucose level was impacted (600 mg/dl). Reportedly, customer delivered a manual injection of insulin and blood glucose level decreased.

Manufacturer narrative:
Follow up with customer on (B)(6) 2014 indicates no further occlusion alarms have occurred. The product has been received for evaluation; however, evaluation is not yet complete. A follow-up MDR will be submitted.